Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. Product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient thinks they might have a bladder infection but they are not sure. Four days later, patient was up all night, "the lead came out." And they were in extreme pain and the pain "just kept coming and coming" at the incision site. The lead was plugged back in and they increased stimulation back up where they felt it comfortably. They were getting the pain from urgency and they had a bad leak the day prior to reporting. Patient was instructed to reach out to their healthcare provider (hcp) to discuss the pain. On (B)(6) 2017, patient said they were in a lot of pain and had bruising at the lead site. Per the patient, they think the pain is so bad they feel paralyzed. An attempt was made to decrease stimulation, but the pain did not subside; they were redirected to their hcp. The next day, the patient rated the evaluation a "3," said they were disgusted, they are a mess, is numb, and has high urgency at night. Patient reported pain they were feeling before and they turned stimulation off, but it didn't help so stimulation was turned back on; they have neuropathy. On (B)(6) 2017, patient changed to program 1 because of their pain. No device issue and no further patient complications have been reported as a result of this event.